Event description:
The pt reported that on two occasions her tubing became separated from the luer lock on her infusion set. She reported that when this incident occurred she was experiencing elevated blood glucose values (324 mg/dl). No symptoms of the elevated blood glucose were provided. She indicated that she changed her infusion set and administered a bolus to reduce her blood glucose values. No medical assistance was required. She discarded the infusion set, therefore, no product is available to be returned.

Manufacturer narrative:
Product not returned for eval.